Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 47 mg/dl at the time of incident. The customer did not provide details regarding symptoms of their low blood glucose episodes. Customer was treated with food. Customer stated that insulin pump was cracked on the outs die of battery from the top where the lock goes in all to the bottom. Customer also stated that suspended insulin pump was changing the set. Troubleshooting was declined for low blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. The test glucose sensor simulator blood glucose level was lowered, the insulin pump was monitored, and the alert on low and auto suspend activated properly. No unexpected auto suspend anomalies noted during testing. Insulin pump received with cracked battery tube threads. (B)(4).